Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 3/10cc, 12.7mm syringes. Customer states that the stopper was deformed in the barrel, stopper was separated from plunger rod and scale was misaligned.. All returned syringes were examined and no deformed stopper was observed on any of the samples, all were able to draw and expel properly without any observed defects, and all scale marking placements feel within specifications. A review of the device history record was completed for batch # 1095010 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that bd 0.3ml syringe experienced a case of scale marking issues, a case of stopper deformation, and a case of plunger separation. The following information was provided by the initial reporter: the customer (animal clinic) complains that it is difficult to measure the drug volume due to the following issues: (1) the scale was misaligned. (2) the stopper was deformed in the barrel. (3) the stopper was separated from the plunger rod.

Event description:
It was reported that bd 0.3ml syringe experienced a case of scale marking issues, a case of stopper deformation, and a case of plunger separation. The following information was provided by the initial reporter: the customer (animal clinic) complains that it is difficult to measure the drug volume due to the following issues: the scale was misaligned. The stopper was deformed in the barrel. The stopper was separated from the plunger rod.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.